Manufacturer narrative:
Claim#: (B)(4).

Event description:
It was reported that a 12.6mm micl12.6; -7.5 diopter implantable collamer lens was implanted into the patient's eye on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vaulting. There was no patient injury. Attempts to obtain additional information have not been successful